Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopy. According to the reporter: the device fell apart during surgery. It could not be reported if the device fell apart while inside the pt. The reporter also stated that the sharp object could have caused harm to pt. It was unk how the case was completed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.